Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge into their insulin pump. There was no adverse impact to the customer's blood glucose level as a result of this issue. Technical support instructed the customer to clean the pump's pneumatic tap area and guided them through filling and loading a new cartridge using the proper technique. This resolved the issue, and the customer was able to successfully load the cartridge and resume insulin delivery.